Event description:
A surgeon reported that a memory lens iol has been explanted and exchanged by a different surgeon due to opacification. Request made for additional information , however to further information has been provided.